Manufacturer narrative:
Initial reporter phone: (B)(6). The product was returned to biosense webster for evaluation and the product investigation was subsequently completed. Device evaluation details: the visual analysis of the returned sample revealed that the thermocool smarttouch catheter was received with reddish material inside the pebax, a microscopic inspection revealed that the pebax has a hole on it. The device was tested for functionality with a generator and a carto 3 patient interface unit (piu) system, the spi screening test was performed and there are no errors for the device and the catheter passed the test. Based on these results, the customer complaint was confirmed, since the damage and the blood noted on the pebax could be related with the customer complaint, however this cannot conclusively determine. A manufacturing record evaluation was performed for the finished device 30500781m number, and no internal action related to the complaint was found during the review. As part of the biosense webster quality process, all devices are manufactured, inspected, and released to approved specifications. Although no conclusion could be reached on the cause of the reported event, the instructions for use do contain the following warnings and precautions: the contact force reading might become inaccurate if the contact force sensor (located between the first and second ring electrode) comes into close proximity with a ferrous material, such as the braided shaft of another catheter. If extreme fluctuations in force are observed, ensure the catheter¿s contact force sensor is not in close proximity with another catheter¿s shaft, check zero on the catheter and, if necessary, remove and inspect the catheter. The contact force reading is for information only and is not intended to replace standard handling precautions. When applying high lateral force during mapping and rf application, the user should monitor the contact force dashboard and vector display on the carto® 3 screen to ensure that contact force measurements remain within the accurate range. Refer to the error messages and alerts section of the carto® 3 system instructions for use for system-related alert messages and indications related to inaccurate force readings. The event described could not be confirmed as the device performed without any difficulties noted during the analysis. Although no product defect was identified, the hole observed on the pebax could be related to the hi force value noted at the procedure time, also there may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the laboratory analysis. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
A patient underwent an ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter for which biosense webster¿s product analysis lab identified a hole on the pebax with reddish material inside. The damage was identified on (B)(6) 2021. It was initially reported by the customer that during the procedure at the start of lpv ablation the force read hi. The cable was changed but the issue continued. The issue was resolved by changing the catheter completely. The procedure was completed without patient consequence. The force issue is not MDR-reportable. The hole in the pebax is MDR-reportable.